Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 their transmitter had out of range signal for an unknown amount of time. There was no report of injury or medical intervention. No additional event or patient information is available.